Event description:
Apparently, cardiac monitor failed to alarm; mennen horizon xl monitor, model 277. Pt admitted 8/02 with left fractured hip. Pt has a known history of copd, diabetes, hypertension, gallbladder calculus, diaphragmatic hernia, reflux esophagitis and irritable bowel. The pt went to or 4 days later for an open reduction and internal fixation . Post-operatively the pt was monitored in critical care. The pt was physically observed at 23:30, at 23:43 the pt was physically observed and noted to be in asystole with no pulse or respirations. The pt was resuscitated per (acls) guidelines and responded to treatment, but anoxic brain damage was suspected. The pt was made comfort care, removed from the vent and expired four days later at 09:15. The ECG cable was discovered to be damaged after the occurrence-it had a 90 degree bend as well as signs of stress-it looked as if it had been run over by something or had been pinched in the bedrail. This contributed to the artifact in the monitor leading to inability to decipher the correct rhythm. When true asystole occurred, the monitor was not able to interpret the rhythm and alarm. On august 12, 2002, all ECG parameters including cable out, gain, lead change, lead fault, rate detection, rate alarm, artifact, asystole and arrhythmia alarms checked on all monitors and found to be working correctly by mennen medical corp.